Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while an impella cp was implanted the patient had episodes of ventricular tachycardia (vt) with defibrillation. The pump was repositioned and support continued. The patient expired on support.